Manufacturer narrative:
(B)(4). Manufacturing date: 05/12/2017 - 05/15/2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received attached to a solution bag and product vial. Visual inspection was performed and noted particulate matter in the vial. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper of a zosyn vial was cored when using a vial-mate adapter. This occurred during a demonstration of use by a pharmacy technician. There was no patient involvement. No additional information is available.